Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and catheter withdrawal difficulties were encountered. Vascular access was obtained via radial approach. The target lesion was located in the mid right coronary artery (rca). After pre-dilatation was performed with a 2.50 mm x 15 mm apex balloon catheter, a 4.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back into the guide catheter, the proximal edge of the stent was caught and became deformed, and the stent would not come back into the guide catheter. The physician pulled the guide catheter, guide wire, and the synergy ii stent out and got them as far as the wrist. Once in the wrist, under fluoroscopy, the physician used clamps to successfully pull the stent out of the wrist. The physician then reattempted the entire procedure and performed pre-dilatation again with a 4.0 x 20 nc quantum apex balloon catheter. Another 4.00 x 38 synergy ii drug-eluting stent was then advanced using a guidezilla guide extension catheter and was deployed at 12 atmospheres with satisfactory results, and the procedure was completed. No patient complications were reported and the patient's status was fine.